Event description:
Reporter said after he had an implant he can see closer fine but 30 ft. Out he cannot distinguish what they are. He can see mid-ranges but far-ranges are cloudy. He also said he needs to wear sunglasses when he is out because it is too bright for him. He used to experience halos in the past. He said his doctor failed to inform him that the device was on recall.